Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on july 19, 2019. The procedure being performed prior to the use of the angio-seal was treatment of peripheral arterial disease using a 6fr sheath. A second angio-seal device was used.

Manufacturer narrative:
Implant date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal dilator would not snap in, typically they hear and feel a snap and did not with this angio-seal. The device was not put into the patient and was not used. Another angio-seal device was opened. The patient was reported to be in stable condition. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.